Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot : part # 08.803.051s, synthes lot # h587508, supplier lot # na, release to warehouse date: 29 mar 2018 , expiration date: 01 mar 2028 , manufactured by synthes elmira, no ncr's were generated during production. Device history review : review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the patient underwent a plif at l4-5 treating spinal canal stenosis on (B)(6) 2021. After the first cage was deployed, the surgeon looked at the lesion through the fluoroscope. It was found that the cage had been placed in the centrum. The surgeon tried to take out the cage, but it moved deeper. It took fifteen (15) minutes to remove it. He decided to leave a cage just on the other side and went on the procedure, which was completed with a less than thirty (30) minute surgical delay. No further information is available. This report is for an opal spacer. This is report 1 of 1 for (B)(4).